Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No information has been received to date. No product information has been received to date.

Event description:
It was reported that the disposable cassette caused the pump to exhibit a no disposable alarm. No patient injury was reported.